Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector caused a no flow event to occur. This occurred during patient infusion of an unknown drug in the anesthesiology department using a catheter with the one-link. The reporter stated that after the event, the one-link was removed, the tubing was connected directly to the catheter; and solution was then found to flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.